Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the down and ok buttons were not activating desired pump functions when pressed. There was no further troubleshooting information provided. There was no reported patient impact associated with this complaint.